Event description:
Customer has requested review of ECG from device deployment. No report of either malfunction or adverse event.

Manufacturer narrative:
(B)(4). Eval pending. Issue is being reported as possible malfunction pending eval of ECG and/or follow-on info regarding pt outcome.